Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. Analysis was normal. No anomalies were found. Device image shows that elective replacement indicator (eri) was reached due to normal battery usage. Analysis performed, including testing at various pulse amplitudes, did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the patient's pacemaker had a premature drop in battery voltage. No intervention was reported.

Event description:
New information received noted the device was explanted and replaced on 10 may 2021. The patient was in stable condition.